Event description:
Allegedly the patient was experiencing unknown complications. Additional information received (B)(6) 2017 from litigation: she has now been revised on her left hip. Her implant date is (B)(6) 2009 and her revision date is (B)(6) 2015.